Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was reading 99 and blinked on the box. The machine was shut down and still blinking and reading the same reading. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 and 1.2 were not detected on the bus. A field service engineer (fse) opened the back of the cabinet and identified that the pyxibus cable was disconnected. The cable was reconnected and tested in hardware test application (hta) and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.